Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent moved on the balloon. The 100% stenosed target lesion was located in the calcified right coronary artery (rca). The lesion was predilated with a 2.5mm unspecified balloon and then the physician attempted to cross the 3.00x32mm taxus express2 drug eluting stent (des), but the device was unable to cross the lesion. The physician tried to cross the lesion several times with the des and then it was noticed that the stent moved on the balloon. The des was successfully changed to another of the same device to prevent stent dislodgement. The procedure was successfully completed with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.